Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis had power, but the screen was not working, it had black screen. A field service engineer found the aio on pas-es was dead. The service engineer replaced aio and rebooted the station to resolve this issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es had power, but the screen was not working. The customer stated that the malfunction happened a few hours before procedures started, and they had to arrange medication from another device. However, there were no adverse events or injuries reported based on this event.